Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: ¿postoperative pain¿ and ¿elevated metal ion levels have been reported with metal on metal articulating surfaces.¿ this report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-08495 / 08496).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: ¿postoperative pain¿ and ¿elevated metal ion levels have been reported with metal on metal articulating surfaces.¿ this report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Event description:
Patient's legal counsel reported that patient underwent a hip revision procedure approximately seven years post-implantation due to patient allegations of pain and elevated metal ion levels. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Patient's legal counsel reported that patient underwent a hip revision procedure approximately seven years post-implantation due to patient allegations of pain and elevated metal ion levels. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. Operative notes reported revision due to metallosis. During the revision, black debris and black synovitis consistent with metallosis, no evidence of acute inflammation, and cup slightly vertical with possible migration were noted. The cup and head were removed and replaced and a poly liner was implanted.

Event description:
It was reported that the patient underwent a total hip arthroplasty on (B)(6) 2008. Subsequently, the patient alleges pain and elevated metal levels. No revision procedure has been reported to date. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.